Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, (B)(6) 2015 the lead exhibited high sensing integrity counter (sic), warning triggered for high impedance and polarity switch occurred. It was also reported the rv lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.